Event description:
It was reported by repair work order that the bed was stuck at an elevated height. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported by repair work order that the bed was stuck at an elevated height. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as it was alleged that the lift was stuck in high height. However, the unit was evaluated by the service technician and the reported event could not be duplicated. There was no malfunction and no correction was required.